Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set fell off event during swimming on 07-june-2024. The infusion set was in use for 3 days. Blood glucose level was 587 mg/dl at the time of event and patient address high blood glucose by taking correction via multi-daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.